Manufacturer narrative:
The patient's weight is unknown.

Event description:
It was reported wound dehiscence was present at the patient's ipg site. In turn, the patient's physician decided to explant the patient's scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.